Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
The patient had a "pelvic mesh product" implanted. It was reported that the patient experienced pain, erosion, dyspareunia, additional surgery and other injuries. It was also reported that the patient sustained permanent injury.